Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were evaluated, however, only the metallosis could be confirmed. The returned devices showed no evidence of fracture or significant wear. Functional testing was performed, which also produced no evidence of breakage or that the product did not perform as intended. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that approximately 4.5 years post implantation, the patient was revised due to fracture of the femoral component. Metallosis was also seen throughout the joint capsule, as well as tibial loosening. The tibial loosening was not an anticipated event, and thus resulted in a 2 hour delay in surgery due to removal of the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: (B)(4), oss rs non-mod plate, lot # 264560. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04631 - 2.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown custom expandable. Unknown oss tibial. Unknown augment. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04630, 0001825034-2019-04631, 0001825034-2019-04632.

Event description:
It was reported that the patient had been implanted with a femoral compress expandable system on an unknown date. X-rays have identified that the device has fractured, and metallosis has been seen during previous expansion surgeries. The patient's skin has turned gray in color due to this malfunction. The reported indicates that the patient will be undergoing a revision in the near future. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.